Manufacturer narrative:
Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. Four charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Next, the ability to interrogate the device at different temperatures and at different distances between the device and programmer was tested. The tests showed no anomalies. Device interrogation was possible for all tested configurations. The manufacturing process for this device was reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the device functions to be fully functional. Based on the device analysis, no conclusion can be drawn regarding the root cause of the clinical observation. All interrogation tests proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
It was reported that the device was explanted due to problems with the interrogation.